Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive sheath was selected for use. A non-boston scientific mapping catheter was inserted to perform a post-map. During aspiration, several bubbles continued to fill the side port on the faradrive sheath, but none were in the lumen of the sheath. They continued to aspirate and removed the faradrive sheath from the patient. The procedure was completed with no patient complications. The device is expected to be returned for analysis.